Event description:
This will be filed to report a single leaflet device attachment (slda). It was reported a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. An xtw was successfully implanted at a2/p2. A second xt clip was then implanted lateral to the xtw clip, a2/p2. The clip was stable after deployment, however, when getting ready to remove the steerable guide catheter, the xt detached from the posterior leaflet in a single leaflet device attachment (slda) event. The clip was still stable and had little motion. The procedure was completed with mr grade 2. No additional treatment was given. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported single leaflet device attachment cannot be determined. The image resolution poor was related to procedural circumstances imaging was reported to be difficult. There is no indication of a product issue with respect to manufacture, design or labeling.